Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. It was also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was over 600 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. No button error alarms noted. The insulin pump was unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, broken battery tube threads and corroded battery tube.